Manufacturer narrative:
After further review of the additional information received the following sections d10,g4,g7, h2,h3 and h6 have been updated accordingly. While advancing the 4x15/142p pk palmaz blue aviator plus peripheral stent delivery system (sds) to the disease area, the balloon was ready to be filled; but it was found that it had a leakage of the contrast agent. It was suspected that the balloon had a broken hole, so the whole palmaz blue system was withdrawn from the body. The patient has severe renal artery stenosis, after diagnosis, the operator performed renal artery stent implantation. There was little calcification of the lesion. There was no vessel tortuosity. There was 75% stenosis. There was no reported patient injury. There was little resistance/friction while inserting the balloon through the rotating hemostatic valve and while inserting the balloon through the guide catheter. Another 4x15/142p pk palmaz blue peripheral stent system (aviator plus) was used to complete the procedure. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, removing the protective balloon cover and removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally and maintained negative pressure. The contrast media used was iodixanol. The contrast to saline ratio was 5:3. The inflation device used was unknown, but the same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. Other additional patient/procedural details were requested but were unknown. The product was returned for analysis. A non-sterile unit of a blue/aviator/plus 4x15/142p pk sds was received for analysis coiled inside a plastic bag. Per visual analysis, the stent was observed mounted on the balloon (not deployed). Also, blood residues were observed inside the balloon and inside of the catheter. No other anomalies were observed. Per dimensional analysis the device was found within specification. Per functional analysis an insertion/withdrawal test was performed on the unit. An 0.014¿ guidewire (lab sample) was passed successfully through the unit, and neither resistance nor obstruction was experienced. Then, the unit was passed successfully through a 6f guiding catheter (lab sample) and also the unit was withdrawn successfully from the guiding catheter, and neither resistance nor withdrawal difficulty was experienced. Then a balloon inflation test was performed. The balloon could not be inflated due to blood residues clogging the catheter. Hydrogen peroxide was introduced into the catheter in order to remove blood residues, nevertheless the catheter was severely clogged and inflation test could not be performed successfully after applying the hydrogen peroxide. A product history record (phr) review of lot 17787015 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds - leakage - during positive pressure¿ was not confirmed through analysis of the returned device as the balloon couldn¿t be inflated during the inflation test due to the clogging by blood of the inflation lumen; therefore, no leakage could be observed in the balloon. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 75%) may have contributed to the event.according to the information for safety labeling ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity. Shaft diameter differences should be taken into consideration, when opening and tightening the hemostasis valve (if used) during advancement of the stent system. It is important that the hemostasis valve be closed tightly enough to prevent blood leakage from around the shaft of the balloon catheter, yet not so tightly that it restricts guidewire movement or the flow of contrast into and out of the balloon. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label and compliance chart.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17787015 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While advancing the 4x15/142p pk palmaz blue peripheral stent system (aviator plus) to the disease area, the balloon was ready to be filled; but it was found that it had a leakage of the contrast agent. It was suspected that the balloon had a broken hole, so the whole palmaz blue system was withdrawn from the body. There was little resistance/friction while inserting the balloon through the rotating hemostatic valve and while inserting the balloon through the guide catheter. Another 4x15/142p pk palmaz blue peripheral stent system (aviator plus) was used to complete the procedure. There was no reported patient injury. The patient has severe renal artery stenosis, after diagnosis, the operator performed renal artery stent implantation. There was little calcification of the lesion. There was no vessel tortuosity. There was 75% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, removing the protective balloon cover and removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally and maintained negative pressure. The contrast media used was iodixanol. The contrast to saline ratio was 5:3. The inflation device used was unknown, but the same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. Other additional patient/procedural details were requested but were unknown. The device is expected to be returned for analysis.